Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error alarm test, rewind, basic occlusion, occlusion, prime/compromised force sensor system alarm, and excessive no delivery tests due to blank display. The device was received with moisture damage motor, vibrator, keypad and battery tube assembly. The following physical damage was noted: cracked casing at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that his insulin pump had a blank display along with a line straight in the middle of the screen and a constant tone. The patient's blood glucose at the time of incident was 136 mg/dl. Troubleshooting was initiated and the customer removed his battery for five minutes. The customer inserted a new battery but the constant tone did not disappear. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer cleaned the battery cap contact and changed the battery. However, the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.